Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp of the remote manager had fallen off. A field service engineer (fse) conducted a visual inspection and observed that the door had sagged slightly, causing the lock assembly to start separating from the refrigerator. The fse repositioned the hasp and lock to resolve the issue. The fse resumed testing, verified all bus/cable connections, verified door/latch operation, and verified temperature response. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had encountered an issue where nurses were unable to properly dispense refrigerated medications in a timely manner due to the lock not latching properly. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.